Event description:
A customer reported the vitrectomy probe did not have cutting function during a vitrectomy procedure. Aspiration status was not reported. The product was replaced and the procedure was completed. There was no patient harm. Additional information could not be performed as the customer was unable to provide additional information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray with other items. The sample was visually inspected and found to be nonconforming with the probe needle slightly bent and orange/brownish foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation, the cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter pulled out of the coupling, the fillet was deemed conforming, no presence of adhesive observed on the inner cutter. Inner cutter was observed to be slightly bent. Gouge marks observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates the probe had an actuation failure, the cut functionality of the returned probe was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. The root cause for the observed actuation failure is the separation of components within the probe. It appears that during surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. A secondary contributing factor of the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. No additional actions has been taken by the manufacturing site as an exact root cause of the bent needle and bent inner cutter could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).